Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed "gas loss in iab circuit" alarms in the iabp log files; however, did not observe any technical errors or autofill errors in the history. The stm was unable to duplicate the reported issue. Unrelated to the reported issue, the stm noticed that the cable tie that secures the coiled cable from the monitor to the device was cracked. The stm replaced the cable tie then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure and a gas loss alarm. There was no patient harm and no adverse event reported.